Event description:
It was reported that the device delivered inappropriate therapy as a result of vf detection. Technical services received an egm that displayed signals indicative of a ventricular lead fracture. The pacing lead impedance values have been stable throughout the lifetime of the device. The decision was made to replace the lead.